Event description:
Reporter did back to back blood glucose tests, one after the other, using different finger sticks and strips. The results were 403 and 205 mg/dl. Rptr did not have any symptoms. On followup, the rptr stated that they have a circulation problem and difficulty in getting a sample. Rptr squeezes finger a lot to get enough blood. No harm was alleged.